Event description:
It was reported that during a laparoscopic radical prostatectomy with da vinci, it was found that the one side of the support arm was remaining in the patient body on x-ray after closing the port of the patient. So, the camera port of bellybutton was reopened and the support arm was removed with tweezers through the port during the operation. No pieces were left inside the patient. There were no anomalies noted in the function of the device during the operation. The patient is stable.

Manufacturer narrative:
(B)(4). The pouch device was received with the support arms detached from the push pull rod; upon visual inspection one of the support arms was noted to be broken at the pin area. The suture was found to be torn and detached from the device and the distal plug was returned separated from the introducer tube. During evaluation the support arm pin was noted missing, leading the support arms got detached from the push pull rod. However, it could not be determined what may have caused the condition found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the bag initially properly deploy? Probably, yes. Because the doctor says that there were no anomalies noted in the function of the device during the operation. Did the other support arm remain connected to the shaft of the device? ---at that time, yes. But, the doctor disassembled the device in order to confirm whether the part of the device remains in the patient body. How was it identified that the support arm was missing and what prompted the x-ray to be completed? Inasmuch as this facility is supposed to perform a x-ray in the or after an operation. Was an intra-operative x-ray performed or was this issue discovered after the patient had left the or? An intra-operative x-ray (before the patient had left the or). What contributing factors were there that led to the issue not being identified immediately intraoperatively? The information was not provided from the hospital. Was the bag successfully used to retrieve the specimen? --probably, yes. Because the doctor says that there were no anomalies noted in the function of the device during the operation. Is the patient expected to have a full recovery? Yes. The pouch device was received with the support arms detached from the push pull rod; in addition, the suture was found to be torn. Upon visual inspection one of the support arms was noted to be broken at the pin area. During evaluation the support arm pin was noted missing, leading the support arms got detached from the push pull rod. However, it could not be determined what may have caused the condition found. The batch record was reviewed and no anomalies were noted during the manufacturing process.